Event description:
It was reported that a omniwire pressure guidewire was used in a diagnostic coronary procedure. During use, measurement drift was experienced outside the acceptable parameters. A new device was used to complete the procedure with no patient injury reported. This product problem is being submitted due to measurement drift. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b & a4: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire wire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block b5: this event is no longer reportable based off the device evaluation. Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, the device passed all testing (signal/zero test, offset test, drift test). Based on the lab analysis, the reported complaint was not confirmed. Block h6: the probable cause of the reported failure could not be determined, since the complaint was not confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Based on the returned device evaluation, functional testing found the device passed all testing (signal/zero test, offset test, drift test). Therefore, the reported complaint of measurement drift was not confirmed. This is no longer reportable as there is no potential for inaccurate measurements with recurrence.